Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have become increasingly unresponsive over the past week. She stated that when the pump does respond to button presses, it is after multiple presses, and the cursor will scroll or skip screens. The family member noted that the buttons still click and spring back as expected when pressed. She denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that the patient carries the pump in a pouch.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the button symbols are worn on the up arrow, down arrow, and ok keypad buttons. All keypad buttons were intermittently responsive during testing. All keypad button contacts spring back as expected when pressed. There was evidence of keypad contamination found under all key contacts.